Event description:
The customer stated that they observed an ECG waveform they believed was a ventricular tachycardia and the central monitoring system (cns) did not alarm for a ventricular tachycardia event. Observation of this waveform prompted them to check on the patient, and this patient was defibrillated. MFR ref # 8030229-2015-00114.